Manufacturer narrative:
The customer did not return the defective device for evaluation, and no additional information was provided after numerous attempts to contact the customer. The instructions for use (IFU) provides instructions on setup and transportation using the accessory. The IFU also includes in the section on warnings: before using the rolling stand, ensure that it is in working order. Carefully drape or position the breathing circuit and any cables so as to not allow the patient or bystanders to become strangled or entangled leading to injury. Always follow vyaire medical instructions for assembly and modifications of the rolling stand. The event description lacks sufficient detail of the events that led to the respiratory decompensation/death, as reported. As such, it cannot be concluded that the potential displacement as reported was confirmed to be a contributing or sole factor to the outcome reported. Although considered, under routine clinical practice, in the situation where the patient's endotracheal tube becomes displaced due to tugging on the circuit, medical intervention of the patient requiring mechanical ventilation to preclude permanent injury would be necessary. Medical intervention is likely, as a trained clinician is responsible for the operation of the ventilator during patient transport. In the presence of the above-mentioned situation, the clinician would be alerted to the endotracheal tube dislodgement by various ventilator alarms and changes in patient hemodynamics and would intervene prior to the outcome reported.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a 73-year-old female patient, the devices wheels locked up during transport and tugged on et (endotracheal) tube with potential displacement. Complainant indicated that the patient had respiratory decompensation and subsequently expired.